Event description:
A malfunction was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting, allowing the customer to continue using the pump. The caller understood the instructions and was advised to call back if the issue recurs.